Event description:
Customer reported contradiction in sensor glucose and blood glucose reading. Customer stated the primary issue was that sensor took a long time to see blood glucose rise from lows. Customer stated she was on a yo - yo, she would take glucose tabs due to the pump alarming but would find out blood glucose levels were high. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.